Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to osteolysis on both hips. Patient is bilateral. **update** (B)(4) 2013 - litigation received (B)(4) 2013 and attached. Complaint changed to legal. Litigation alleges patient had pain and high concentration of various metallic elements in blood after asr hip implant. There is no new information that would change the outcome of the investigation. **update** - bilateral patient - medical records were received (B)(4) 2013 for both hips. Left hip: revision operative report indicates the following: large joint effusion and adverse local tissue reaction; corrosion at the head/trunnion junction; osteolysis. Right hip: large hip joint effusion with necrotic debris; corrosion at the head trunnion junction of the femoral component; osteolytic lesion. Two adapter sleeves and two femoral stems added to complaint - one sleeve and one stem for each side.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.